Event description:
It was reported that the device stopped the ventilation when the user changed the o2 settings. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.